Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had crack on the screen which made hard to read and the insulin pump froze during rewind. Customer¿s blood glucose level was unknown. Customer also reported battery did not last, insulin pump rejected brand new batteries sometimes, unusual grinding noises. Customer declined troubleshooting. The device will not be returned for analysis.